Event description:
On (B)(6) 2024, the patient underwent an endovascular procedure using a gore® tag® thoracic branch endoprostheses (aortic component and side branch component). Reportedly, the wires were set and the aortic component (tac083715e/(B)(6)) was then advanced past the landing zone slightly and then pulled back so the proximal material marker was lined up with the pointer and the proximal portal marker was lined up with the wire which was noted to be a few millimeters proximal to the distal left subclavian artery (lsa) origin. The deployment was completed successfully, and the side branch component (tsb081206e/ (B)(6)) was then deployed after which ballooning was done with the gore® molding & occlusion balloon catheter. An angiography was then performed where it was noted that the proximal aspect of the aortic component appeared to be slightly covering (subjectively 25-50% at most at time of deployment) the bovine origin/left common carotid artery (lcca), however, the vessels were patent. At this point the surgery was completed. Reportedly, the patient woke up with no issues and continued to be fine for a number of hours before deteriorating overnight. One of the surgeons noted further imaging appeared to show that the lcca appeared to be occluded from the origin to the circle of willis. According to the physician, the cause of the vessel occlusion was because the device was deployed too proximally. The patient had a pacemaker that was close to deployment area that reduced the visibility of some of the markers at times. The physician does not plan to do any procedures to solve the vessel occlusion.

Manufacturer narrative:
B5: description summary was updated. B6: imaging evaluation result was added. B7: medical history. Code f28 was used to cover that the event is ongoing and the physician is monitoring the patient. C19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. According to the physician, the cause of the vessel occlusion was because the device was deployed too proximally. The patient had a pacemaker that was close to deployment area that reduced the visibility of some of the markers at times. According to the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to improper component placement, occlusion of device or native vessel.

Manufacturer narrative:
H6. Code c21: a review of manufacturing records is going to be conducted. The investigation is in process. The device remains implanted and is not available for analysis. Code f28 was used to cover that the event is ongoing and the physician is monitoring the patient. Additional information was requested and will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, the patient underwent an endovascular procedure using a gore® tag® thoracic branch endoprostheses (aortic component and side branch component). Reportedly, the wires were set and the aortic component (tac083715e/28051430) was then advanced past the landing zone slightly and then pulled back so the proximal material marker was lined up with the pointer and the proximal portal marker was lined up with the wire which was noted to be a few millimeters proximal to the distal left subclavian artery (lsa) origin. The deployment was completed successfully, and the side branch component (tsb081206e/ 28484997) was then deployed after which ballooning was done with the gore® molding & occlusion balloon catheter. An angiography was then performed where it was noted that the proximal aspect of the aortic component appeared to be slightly covering the bovine origin/left common carotid artery (lcca), however, the vessels were patent. At this point the surgery was completed. Reportedly, the patient woke up with no issues and continued to be fine for a number of hours before deteriorating overnight. One of the surgeons noted further imaging appeared to show that the lcca appeared to be occluded from the origin to the circle of willis.